Event description:
The presented with pain. The surgeon debrided bony patella and implanted prosthetic patella. The tibial insert was slightly worn. Removed baseplate and implanted kinemax modular baseplate and new insert.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.